Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site area #9. Primary stability was achieved. The clinician states that the implant became loose. The implant was removed on (B)(6) 2013 due to mobility. Med history: diabetes mellitus.